Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error or insulin flow block alarm noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl, at the time of incidence. Customer was treated with the food for low blood glucose level. Customer had high blood glucose level of 300 mg/dl and 350 mg/dl. Customer did not alleged that the insulin pump was over delivering. Customer did the displacement test and was passed. Customer reported that the auto mode was off at the time of incidence. Customer declined to troubleshoot. The insulin pump will be returned for analysis.